Manufacturer narrative:
Approximate age of device ¿ 1 year and 1 month. The device was returned to the manufacturer, but the evaluation is not completed yet. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on the evening of (B)(6) 2015, the patient called and stated that he experienced alarms during the day, and a low speed advisory was noted in the alarm history on the system controller. The patient stated that he experienced alarms like this in the past but he did not see them in the system controller alarm history. That evening the patient connected to the power module and was later awoken by low flow alarms. He switched to battery power and went back to sleep. He was awoken several hours later by the same alarms. The patient then exchanged his system controller and has not experienced any more alarms. The patient was asymptomatic during the reported events. The system controller log file was reviewed and pump off, low flow and low speed advisory alarms were noted while the patient was connected to the power module.

Manufacturer narrative:
The system controller was returned for evaluation. The reported incident of low speed, low flow and pump stop alarms was confirmed during the evaluation of the system controller log file. It was noted in the log file that during an approximate 3 hours, 45 minute time span the voltage in both the white and black power cables varied while the system controller was connected to the power module. This behavior suggests a potential issue with the power module and/or power module patient cable, which were not returned for analysis. The system controller was functionally tested and the low speed, low flow and pump stop alarms were not able to be reproduced. The system controller functioned as intended during analysis and the events observed in the log file could not be correlated to an issue with the system controller. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.